Event description:
Voluntary medwatch received states the right ventricular (rv) lead was oversensing noise resulted in non-sustained ventricular tachycardia episode. Patient status was unknown.

Event description:
Voluntary medwatch received states the right ventricular (rv) lead was oversensing noise from electromagnetic interference (emi) from a hospital's equipment resulted in non-sustained ventricular tachycardia episode. The rv lead also had a history of noise. Patient status was unknown.